Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported touchscreen failure. The field service engineer (fse) confirmed the failure. The fse replaced the touchscreen with a new one to resolve the issue. The unit was tested and it returned to service. The unit was not in use and there was no patient or user harm.